Event description:
Customer alleged obtaining discrepant blood glucose results of 440 mg/dl and 131 mg/dl back to back on the compact plus system when testing was performed 10 minutes apart. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.